Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported left side soft keys would not work, now the entire unit will not power on which was reproduced. The reported condition was verified. Evaluation observed a third-party keypad is installed and "on/off" key, "soft-key above on/off" key, "0" key & "." Key are not working. Visual inspection determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a left side of the soft keys was not working. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.